Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit screen has intermittent flickering. There was no patient involvement.

Manufacturer narrative:
Corrected data: h6 (clinical and impact code).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit screen has intermittent flickering.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1, d4 (model , catlog, UDI).

Manufacturer narrative:
Updated b4, d8, d9, g3, g6, h2, h3, h6, h11(type of investigation, investigation findings, component codes, and investigation conclusions). A getinge field service engineer (fse) opened up screen and checked connections. Fse replaced pcb, color video receiver in screen and remade all connections. Checked screen at power up several times and ran on trainer - no problems seen by fse. Unit returned to customer.

Event description:
N/a.